Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend was not responding. The instrument would close but not open. The user completed the procedure with no further issue reported. No fragments fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument jaws were not stuck on tissue when the issue occurred. There was no unexpected tissue removal and no bleeding observed. The issue was related to the surgeon side console. The instrument continued to function in the entire case, but the customer wanted to return the instrument because they had to open a second one to use.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported problem. The fse noted that the issue was instrument related. The system was tested and verified as ready for use. Isi did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The instrument was found to have a bent main tube. The bending damage is located at the midpoint area. This causes the jaws not to move properly. The instrument could not be placed in the in-house system due to the bending main tube. Components adjacent to this bent main tube do not show damage. Common causes of the failure mode bent instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending.

Event description:
Refer to h11 for follow-up information.